Event description:
Clinical narrative (updated): additional information noted that the laboratory samples themselves did not hemolyze. Plasma free hemoglobin (pfhgb) was not obtained, as this is a send-out test not performed in-house at the facility. The patient demonstrated an increase in ldh and a decrease in haptoglobin, raising concern for hemolysis. In response, the impella cp was repositioned. Following this intervention, the patient was transferred to an advanced heart failure center for further evaluation and remains on mechanical circulatory support at this time. An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, red urine output was noted. The pump was contacting the mitral apparatus and this was resolved with repositioning the device. The positioning issue had no impact on the patient's hemodynamics. The pump continued to function as intended and the patient remained on support. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by device position.

Manufacturer narrative:
The complaint coding and clinical narrative were updated to appropriately reflect the reported event. As a result, b5 (event description) was updated with the revised clinical narrative. H6 health effect-clinical/impact and medical device coding were also updated, corrected accordingly.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report. H6: omitted e0303.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details and no product return. The cause of the positioning issue was not determined since insufficient clinical details were provided.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information received reporting the labs themselves did not hemolyze. The plasma free hemoglobin (pfhgb) was not obtained, as this is a send-out test that the facility does not perform in-house. The patient demonstrated an increase in ldh and a decrease in haptoglobin, raising concern for hemolysis. In response, the impella cp was repositioned. Following intervention, the patient was transferred to an advanced heart failure center for further evaluation/workup and remains on mechanical circulatory support at this time.

Event description:
Clinical narrative (updated): additional information noted that the laboratory samples themselves did not hemolyze. Plasma free hemoglobin (pfhgb) was not obtained, as this is a send-out test not performed in-house at the facility. The patient demonstrated an increase in ldh and a decrease in haptoglobin, raising concern for hemolysis. In response, the impella cp was repositioned. Following this intervention, the patient was transferred to an advanced heart failure center for further evaluation and remains on mechanical circulatory support at this time. An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, red urine output was noted. The pump was contacting the mitral apparatus and this was resolved with repositioning the device. The positioning issue had no impact on the patient's hemodynamics. The pump continued to function as intended and the patient remained on support. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by device position.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated. D6 explant date has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 67-year-old male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, red urine output was noted. The pump was contacting the mitral apparatus and this was resolved with repositioning the device. The positioning issue had no impact on the patient's hemodynamics. The pump continued to function as intended and the patient remained on support. Hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by device position.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report.